Event description:
During a routine hemodialysis treatment the pt¿s blood pressure decreased to 88/56 and pt passed out. Operator ended treatment and rinsed back pt¿s blood and administered an add¿l 700 cc of saline. 911 was called. When emts arrived, pt was awake; pt was not transported to ed. The pt¿s pre-treatment weight was (B)(6). No other medical interventions provided.

Manufacturer narrative:
Testing performed on returned cycler indicated that the performance was within the allowable fluid balance accuracy specification. Treatment data log file indicates there is no evidence of a device malfunction. Reviewed findings with clinical staff who indicated that the discrepancy in weights may be the result of a weighing technique or scale issue; re-training provided. Nxstage medical considers this report closed. No add¿l info will be provided.